Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose (bg) ranged from 200-560 mg/dl. A correction bolus via the pump was delivered to address bg. The customer reverted to manual injections for insulin therapy.